Event description:
During an in clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Abbott technical support reviewed device session records and confirmed that noise was oversensed on the rv lead. The rv lead was explanted and replaced to resolve the event. During the explant procedure, insulation damage was observed near the tip of the electrode. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.